Manufacturer narrative:
Add'l info will be provided, once investigation is completed.

Event description:
The risk manager from the hospital reported that the suction button remained blocked. As a consequence, the suction was continuous. Allegedly there was an important loss of a pneumoperitoneum.